Manufacturer narrative:
A4: added patient weight. B7: added medical history. H6: conclusion code remains unchanged. H10/11: added medical record information. Additional details regarding the patient's clinical course were ascertained from a review of medical records and are as follows: (B)(6) 2009: (B)(6) md. Operative report. Preoperative diagnosis: colovaginal fistula. Postoperative diagnosis: colovaginal fistula. Operation: low anterior resection of the rectum. Assistants: (B)(6), arnp. Anesthesia: general. Complications: none. Drains: one 10 mm flat jackson-pratt. Description of procedure/findings: ¿the patient is taken to the operating room and placed in supine position where general anesthesia was administered. The abdomen is prepped and draped in sterile fashion. A skin incision made with the knife. The sigmoid colon was widely mobilized as is the rectum below the peritoneal reflection and the colovaginal fistula is separated from the pathologic segment of colon. The colon transected with a gi stapler proximal and distal to the diseased segment. The patient¿s anatomy was reconstructed with and eea stapler inserted transanally. An end-to-end anastomosis of the bowel was performed. There were two good donuts and no evidence of any technical problems. The rent in the mesentery was closed with 3-0 silk. The pelvis was irrigated with saline until the effluent was clear and hemostasis was secured. A 10 mm flat jackson-pratt drain was placed in the pelvis. The fascia was closed with #1 pda suture and the skin was closed with staples. Sterile dressings were applied. There were no complications. Sponge and needle counts were correct x3. During the course of the procedure, the patient was noted to have dense adhesions of small bowel to the abdominal wall and to the pelvis. During mobilization one of these became deserosalized and a segmental small bowel resection was performed by removing a segment of small bowel with the gi stapler and reanastomosing it with a gi stapler or ta-55 stapler. The rent in that mesentery was closed with 3-0 silk and there were no technical problems.¿ (B)(6) 2012: (B)(6) md. History and physical. Abdominal pain, nausea, vomiting. Significant history for surgery (B)(6) 2009; colo-vaginal fistula repair for suspected diverticulitis, had low anterior resection of rectum. Having problems with ventral hernia and intermittent abdominal pain. Last night had severe abdominal pain, unable to keep anything down. Found to have possible small bowel obstruction, admitted. Abdomen: soft, bowel sounds diminished, evidence of hernia in suprapubic region. White count 14,800, blood sugar elevated at 210. CT showed ventral hernia with dilated bowel loops suggesting obstruction, sigmoid diverticulosis. Impression/plan: previous abdominal surgery, presents with bowel obstruction. Intravenous fluids, antibiotics, nasogastric tube. General surgery consultation. Blood sugar slightly elevated, may be diabetes or stress of acute illness; follow up blood sugar. (B)(6) 2012: (B)(6): (B)(6) hospital. (B)(6) md. Operative report. Preoperative diagnosis: incarcerated ventral hernia with secondary small bowel obstruction. Postoperative diagnosis: incarcerated ventral hernia with secondary small bowel obstruction. Procedure: repair of incarcerated ventral hernia with dualmesh. Assistant: debbie nutting, rnfa. Anesthesia: general. Preparation: betadine. Description of procedure/findings: ¿in the operating room after the patient was prepped and draped, surgical time-out was taken. The patient was identified as mrs. (B)(6) and agreed upon procedure was repair of an incarcerated ventral hernia. Prophylactic antibiotics were administered. Sponge and needle counts were reported as correct. The general anesthetic was induced. The abdomen was prepped and draped in routine fashion. The infraumbilical midline incision was opened. The hernia was encountered. The fascia was mobilized circumferentially. The sac was opened. The small bowel and omentum were dissected free from the sac and reduced to the perineal cavity. The three different components were joined together as one in the sac was debrided away. A piece of dualmesh was sutured into place with running #1 prolene. The subcutaneous fat was irrigated. Hemostasis was obtained. A single jackson-pratt drain was placed in the dead space left by the resection of the sac. The wound was closed with 3-0 vicryl. Skin staples, sterile dressing, and binder applied. The patient tolerated the procedure well.¿ (B)(6) 2012: (B)(6) hospital. Operating room report. Implant record. Wound class: I-clean. Asa iii emergency. Implant: dual mesh®. Site: abdomen. Quantity: 1. Catalog number: 1dlmc05. Vendor: gore. Lot number: 92124463. Specimen: ventral hernia sac. The records indicate a gore® dualmesh® biomaterial (1dlmc05/92124463) was implanted during the (B)(6) 2012 procedure, however, this is not a valid lot number. Although valid lot numbers have not been received, additional documentation provided confirms that most likely a gore® dualmesh® biomaterial was used in the procedure. (B)(6) 2012:[facility ni]. (B)(6) md. Pathology report. Specimen number: s-6567-12. History/diagnosis: ventral hernia. Operation performed: repair of ventral hernia. Specimen: hernia sac, ventral. Gross description: the specimen is labeled (B)(6), ventral hernia sac. It is submitted in formalin and consists of three irregular fragments of reddish pink-tan membranous tissue with underling yellow soft tissue measuring in aggregate 8.5 x 8 x 2.0 cm. No tumor or induration is seen. Representative sections submitted in one block. Microscopic description: microscopical slides examined. Diagnosis: ventral hernia sac: membranous fragment of mesothelial lined fibroadipose tissue. (B)(6) 2012:[ (B)(6) md. Operative report. Preoperative diagnosis: subcutaneous wound hematoma. Postoperative diagnosis: subcutaneous wound hematoma. Operation: evacuation of subcutaneous wound hematoma. Anesthesia: local plus sedation. Preparation: betadine. Description of procedure/findings: ¿in the operating room, after the patient was prepped and draped, surgical time-out was taken. The patient was identified as (B)(6), agreed upon procedure was evacuation of subcutaneous wound hematoma. The patient is already on antibiotics. Sponge and needle counts were reported as correct. The patient had a ventral hernia repair earlier today. In the recovery room, the wound swelled and there was bleeding. She was brought back to the operating room with the diagnosis of a subcutaneous wound hematoma. The abdomen was prepped and draped in routine fashion. The staples and vicryl were removed. There was one arterial bleeder that was previously hemostatic in the inferior aspect of the wound. This was sutured and ligated. The wound was irrigated. The drain was replaced. The wound was closed with 3-0 vicryl, 3-0 nylon. Sterile dressings applied. The patient tolerated the procedure well.¿ (B)(6) 2012: (B)(6) md. Discharge summary. Discharge diagnoses: postoperative day 4 status post surgery for incarcerated ventral hernia with small bowel obstruction. Condition: stable. Activities: as tolerated. Diet: regular. Hospital course: history of right staghorn calculus, admitted secondary to abdominal pain, found to have small bowel hernia secondary to incarcerated ventral hernia. Tolerating regular diet, cleared for discharge. (B)(6) 2014: (B)(6) hospital. (B)(6) md. Operative report. Preoperative diagnosis: incarcerated recurrent ventral hernia. Postoperative diagnosis: incarcerated recurrent ventral hernia. Operation: repair of incarcerated recurrent ventral hernia. Anesthesia: general. Preparation: betadine. Description of procedure/findings: ¿in the operating room, after the patient is prepped and draped, surgical time-out is taken. The patient is identified as ms. (B)(6) and the agreed-upon procedure is repair of a recurrent incarcerated ventral hernia. Prophylactic antibiotics are administered. Sponge and needle counts are reported as correct. General anesthetic is induced. The abdomen is prepped and draped in routine fashion. A midline incision is made. The hernia sac is encountered. The fascial margins are defined. The sac is opened. The bowel is already spontaneously reduced. The incision is carried cephalad so I can clearly identify the bowel that was in the sac. The bowel that was in the sac was identified. There is a small amount of ecchymotic discoloration. There is no evidence of small bowel infarction, and the transition zone between dilated small bowel proximally and collapsed small bowel distally is identified. The adhesions are lysed. The margins were freshened and really the defect that had caused this incarceration is no more than 3 cm. There is sufficient laxity in the abdominal wall after mobilizing fascial margins closed this primarily. Therefore, the defect was closed primarily running #1 prolene. Skin is stapled. Sterile dressings applied. The patient tolerated the procedure well.¿ (B)(6) 2014: (B)(6) hospital. Operating room report. Wound class: I-clean. Asa iii. (B)(6) 2014: (B)(6) hospital east. (B)(6) md. Pathology report. Specimen number: se-8719-14. History/diagnosis: ventral incisional hernia. Operation performed: repair incisional hernia. Specimen: hernia sac, ventral incisional. Gross description: the specimen is labeled (B)(6), (B)(6), incisional hernia sac. Submitted in formalin and consists of two fragments of reddish tan membranous tissue with some underlying yellow soft tissue measuring 3.5 x 1 x 1.0 cm and 4 x 2 x 1.5 cm. The larger fragment is attached with surgical sutures and some yellow light foreign material. Representative tissue is submitted in one block. Microscopic description: microscopic slides examined on all non gross only specimens. Diagnosis: incisional hernia sac: benign membranous fibrovascular tissue with patchy chronic inflammation, congestion and hemorrhage. (B)(6) 2016: (B)(6) 2014: md. Radiology¿CT abdomen/pelvis with contrast. History: abdominal pain right upper quadrant, hernia. Impression: anterior abdominal wall hernia with prior repair. Partial herniation of small bowel loop resulting in focal distention of loops leading to the hernia and mild adjacent inflammation. Findings compatible with obstruction. Diverticulosis. (B)(6) 2016: (B)(6) 2014: md. History and physical. Severe abdominal pain. Surgical history: hernia repair. Home medications: plavix, aspirin. Denies tobacco or alcohol use. Cat scan shows anterior abdominal wall hernia, prior ulcer repair, possibility of bowel obstruction. Abdomen: bowel sounds positive, mild tenderness lower abdominal area. Impression/plan: admitted, general surgery consulted. (B)(6) 2016: (B)(6) 2014: md. Radiology¿abdomen x-ray. History: nausea, vomiting. Impression: nonspecific bowel gas pattern. (B)(6) 2016: (B)(6) md. Consultation. Severe pain for several days, got significantly worse, came to emergency room. Initially had some bouts of emesis, bowel movement yesterday. Surgical history: 3 incisional hernia repairs, colectomy for diverticulitis. Abdomen: soft, tenderness right lower quadrant where she has hernia bulge. Multiple scars, both midline and transverse. Somewhat obese abdomen, no peritonitis. CT reviewed; anterior abdominal wall hernia, partial herniation of small bowel with obstruction and mild inflammation, also diverticulosis. Kub today shows nonspecific bowel gas pattern. Impression/plan: recurrent abdominal incisional hernia. Appears bowel obstruction resolving, start clear liquid diet. Continues to have significant right lower quadrant pain. Recommend hernia repair laparoscopically. Had been on plavix, recommend waiting at least another 24 hours, last dose approximately 2 days ago. Will be scheduled for laparoscopic ventral repair with mesh, possible open, lysis of adhesions. ??/??/??: [missing records: records including operative report for an incisional hernia repair, unknown date, (noted on (B)(6) 2016 to have had 3 incisional hernia repairs) were not provided.] (B)(6) 2016: (B)(6) md. Operative report. Preoperative diagnosis: incarcerated recurrent ventral hernia. Postoperative diagnosis: incarcerated recurrent ventral hernia. Procedures: exploratory laparoscopy, laparoscopic lysis of adhesion, open lysis of adhesions with removal of old mesh, recurrent hernia repair with new mesh. Anesthesia: general. Fluids in: 1.3 l crystalloid, 1 pack of platelets. Estimated blood loss: less than 100 ml. Complications: none. Disposition: stable to recovery room. Clinical history: ¿patient is a 61-year-old female who presents with a small bowel obstruction due to a recurrent ventral hernia. The patient has actually had the hernia repaired 3 times in the past at outside facilities. The patient now comes in with a bowel obstruction related to this hernia. I had a long discussion with the patient regarding the risks and benefits of surgery. Please see my preoperative dictated note. The patient understands and consents to proceed.¿ operative technique: ¿patient was brought to the or, scds placed on her bilateral lower extremities. She was given IV antibiotics and placed under general endotracheal anesthesia. Foley catheter was placed. Her abdomen was then prepped and draped in sterile fashion. Local was infused in each of her incisions. An incision was made using a visiport, her abdomen was carefully entered. Under direct laparoscopic visualization, a 5¿mm port was placed in the right upper quadrant as well as the left lateral aspect of the abdomen. The lower abdomen was then inspected, and the patient had extensive adhesions. I then proceeded to start with a laparoscopic lysis of adhesions. However, once I got to the area near the hernia defect, there was chronically incarcerated small bowel in the hernia defect. I found that because the patient had previous mesh, I was unable to reduce this easily, without concern of inuring the bowel. Therefore, I then elected to make an incision over the hernia in the right lower quadrant. The laparoscope was removed. An incision was made. Her abdomen was carefully entered. I then proceeded with an open lysis of adhesions, and the patient¿s small bowel was extremely adherent to the surrounding tissue and to the mesh. A slow careful adhesiolysis was performed. Some of the old mesh was removed as needed. Great care was taken to avoid any injury to the bowel itself. The bowel was milked both proximally and distally. There was no evidence of injury. Of note, the lysis of adhesions took over an hour to perform, but again, the bowel was very adherent to the old mesh. Once the adhesiolysis was complete, I was able to place my hand under the anterior fascia wall and it was pretty much cleared off any adhesions. A gelport port was then placed into the defect, and the laparoscope was reinserted into the abdomen and I was easily able to see that all of the adhesions were taken down. Pictures of all of this were taken throughout the case. The fascial defect was approximately 13 x 10 cm. A 15 x 25 cm ventrio mesh was then placed into the abdomen. This provided the patient with excellent coverage of the hernia and surrounding area. The ventrio mesh was then secured with interrupted figure-of-eight 0 prolene sutures. Great care was taken to ensure that there was no injury to the intraabdominal tissue. Once the mesh was completely secured in place circumferentially, I was then able to close off the wound with towel clips and reinsufflate the abdomen on low flow, the mesh was visualized in the abdomen and there was excellent coverage of the hernia defect circumferentially. There was no entrapment of bowel, no evidence of bleeding, no evidence of bowel injury. The laparoscopic ports were then removed. The wounds were irrigated. Hemostasis was obtained. The fascia from the visiport was closed with a 0 vicryl. I then proceeded to turn my attention back to the right lower quadrant. The deep tissue was closed with a 0 vicryl, the next layer with 2-0 vicryl and the skin was staple closed. The small laparoscopic port sites were closed with running 4-0 vicryl. Dermabond was applied. Dry sterile dressing was applied to the right lower quadrant wound. Of note, exparel was infused throughout the area for the patient¿s comfort postoperatively. An abdominal binder was then placed. Patient tolerated the procedure well, went to recovery room in stable condition.¿ (B)(6) 2016: (B)(6) medical center. [Signature illegible]. Operative notes. Implant record. Findings: incarcerated bowel. Specimens removed: old mesh. In: 1.3 l [illegible], 1 pack platelets (on plavix). Ventrio st hernia patch. Bard. (B)(6) 2016, (B)(6) md. Pathology report. Accession: 006-d-16-004446. Diagnosis: mesh, removal. Gross diagnosis only. Specimen source: a, mesh. Clinical information: diagnosis/clinical information: recurrent hernia. Post-op diagnosis: procedure: laparoscopic repair of recurrent incisional hernia possible open. Gross examination: the specimen is received in formalin labeled mesh consisting of multiple fragments of tissue encased with hernia repair mesh aggregating to 5.0 x 2.5 x 0.4 cm. The specimen is submitted for gross identification only. (B)(6) 2016, (B)(6) md. Progress notes. Medications: aspirin, lovenox. Wbc 10.5 (h). Hernia repair with mesh, pain improved. Plan: had severe bowel obstruction with horrible repair. Doing better. Likely discharge in next few days. Tolerating liquid diet. (B)(6) 2016, (B)(6) md. Discharge summary. Discharge date: (B)(6) 2016. Admitted for abdominal pain. Small bowel obstruction. Repair with mesh, did very well, tolerating diet. Two days later, discharged home. Home medications: aspirin. Abdomen: soft, nontender with wound, but stable. A potential relationship, if any, between the alleged injuries or complications and the gore device is unclear from the provided information at this time. It should be noted that the gore® dualmesh® biomaterial instructions for use addresses the following adverse reactions among others: ¿possible adverse reactions with the use of any tissue deficiency prosthesis may include, but are not limited to, contamination, infection, inflammation, adhesion, fistula formation, seroma formation, hematoma, and recurrence.¿

Manufacturer narrative:
H6: additional health effect- clinical code. H6: updated health effect . H6: updated investigation finding . H6: updated investigation conclusions . H6: health effect impact code: f26: no health consequences or impact. H6: medical device component: g04088: membrane . The investigation has been completed. Based upon gore¿s investigation there is no available information that reasonably suggests that a gore device may have caused or contributed to death, serious injury or reportable malfunction, and is no longer considered reportable. Therefore, this event is being coded as no clinical signs, symptoms or conditions, no health consequences or impact and will be closed as no problem detected. Previous patient code (1695) was reported based on the original complaint and is no longer applicable and/or not reportable per gore¿s investigation. Medical records: ¿ the known medical records span (B)(6) 2009 through (B)(6) 2016 and not all records received in this time span are relevant to the gore® dualmesh® biomaterial. ¿ medical records from (B)(6) 2009 through (B)(6) 2012; (B)(6) 2012 through (B)(6) 2014; and (B)(6) 2014 through (B)(6) 2016 were not provided. Patient information: medical history: ¿ obesity. - (B)(6) 2016: 170 lbs., bmi 32. ¿ generalized diverticular disease. ¿ hiatal hernia. ¿ (B)(6) 2009: diverticulitis perforation. ¿ (B)(6) 2012: ventral hernia, diverticulosis, bowel obstruction. ¿ (B)(6) 2014: incarcerated recurrent ventral hernia. ¿ (B)(6) 2016: anterior abdominal wall hernia, possible bowel obstruction . Surgical procedures: ¿ unknown date: incisional hernia repair. ¿ (B)(6) 2009: colo-vaginal fistula repair, low anterior resection of rectum. ¿ (B)(6) 2012: repair of incarcerated ventral hernia with dualmesh. Evacuation of subcutaneous wound hematoma. Implant: gore® dualmesh® biomaterial.. ¿ (B)(6) 2014: repair incarcerated recurrent ventral hernia, adhesions lysed . ¿ (B)(6) 2016: exploratory laparoscopy, laparoscopic lysis of adhesion, open lysis of adhesions with removal of old mesh, recurrent hernia repair with new ventrio mesh. Implant: bard ventrio mesh. Relevant medical information: ¿ (B)(6) 2009: low anterior resection of the rectum. - procedure: ¿a skin incision made with the knife. The sigmoid colon was widely mobilized as is the rectum below the peritoneal reflection and the colovaginal fistula is separated from the pathologic segment of colon. The colon transected with a gi stapler proximal and distal to the diseased segment. The patient¿s anatomy was reconstructed with and eea stapler inserted transanally. An end-to-end anastomosis of the bowel was performed. There were two good donuts and no evidence of any technical problems. The rent in the mesentery was closed with 3-0 silk. The pelvis was irrigated with saline until the effluent was clear and hemostasis was secured. A 10 mm flat jackson-pratt drain was placed in the pelvis. The fascia was closed with #1 pda suture and the skin was closed with staples. Sterile dressings were applied. There were no complications. Sponge and needle counts were correct x3.¿ - ¿during the course of the procedure, the patient was noted to have dense adhesions of small bowel to the abdominal wall and to the pelvis. During mobilization one of these became deserosalized and a segmental small bowel resection was performed by removing a segment of small bowel with the gi stapler and reanastomosing it with a gi stapler or ta-55 stapler. The rent in that mesentery was closed with 3-0 silk and there were no technical problems.¿ implant preoperative complaints: ¿ (B)(6) 2012: history and physical. ¿abdominal pain, nausea, vomiting. Significant history for surgery (B)(6) 2009; colo-vaginal fistula repair for suspected diverticulitis, had low anterior resection of rectum. Having problems with ventral hernia and intermittent abdominal pain. Last night had severe abdominal pain, unable to keep anything down. Found to have possible small bowel obstruction, admitted. Abdomen: soft, bowel sounds diminished, evidence of hernia in suprapubic region. White count 14,800, blood sugar elevated at 210. CT showed ventral hernia with dilated bowel loops suggesting obstruction, sigmoid diverticulosis. Impression/plan: previous abdominal surgery, presents with bowel obstruction. Intravenous fluids, antibiotics, nasogastric tube. General surgery consultation. Blood sugar slightly elevated, may be diabetes or stress of acute illness; follow up blood sugar.¿ implant procedure: repair of incarcerated ventral hernia with dualmesh. [Implant: gore® dualmesh® biomaterial, 1dlmc05/92124463, 7.5cm x 10cm x 1mm thick]. Implant date: (B)(6) 2012 [hospitalization dates (B)(6) 2012]. ¿ wound classification: ¿1 - clean.¿ ¿ description of hernia being treated: ¿the infraumbilical midline incision was opened. The hernia was encountered. The fascia was mobilized circumferentially. The sac was opened. The small bowel and omentum were dissected free from the sac and reduced to the perineal cavity. The three different components were joined together as one in the sac was debrided away.¿ ¿ implant size and fixation: ¿a piece of dualmesh was sutured into place with running #1 prolene. The subcutaneous fat was irrigated. Hemostasis was obtained. A single jackson-pratt drain was placed in the dead space left by the resection of the sac. The wound was closed with 3-0 vicryl.¿ ¿ on (B)(6) 2012: pathology report: - gross description: ¿the specimen is labeled ventral hernia sac. It is submitted in formalin and consists of three irregular fragments of reddish pink-tan membranous tissue with underling yellow soft tissue measuring in aggregate 8.5 x 8 x 2.0 cm. No tumor or induration is seen." - microscopic description: ¿microscopical slides examined. Diagnosis: ventral hernia sac: membranous fragment of mesothelial lined fibroadipose tissue.¿ ¿ on (B)(6) 2012: evacuation of subcutaneous wound hematoma. - procedure: ¿the patient had a ventral hernia repair earlier today. In the recovery room, the wound swelled and there was bleeding. She was brought back to the operating room with the diagnosis of a subcutaneous wound hematoma. The staples and vicryl were removed. There was one arterial bleeder that was previously hemostatic in the inferior aspect of the wound . This was sutured and ligated. The wound was irrigated. The drain was replaced. The wound was closed with 3-0 vicryl, 3-0 nylon.¿ ¿ on (B)(6) 2012: discharge summary: ¿condition stable. Cleared for discharge.¿ relevant medical information: ¿ on (B)(6) 2014: repair of incarcerated recurrent ventral hernia. - wound classification: ¿I-clean.¿ - procedure: ¿a midline incision is made. The hernia sac is encountered. The fascial margins are defined. The sac is opened. The bowel is already spontaneously reduced. The incision is carried cephalad so I can clearly identify the bowel that was in the sac. The bowel that was in the sac was identified. There is a small amount of ecchymotic discoloration. There is no evidence of small bowel infarction, and the transition zone between dilated small bowel proximally and collapsed small bowel distally is identified. The adhesions are lysed. The margins were freshened and really the defect that had caused this incarceration is no more than 3 cm. There is sufficient laxity in the abdominal wall after mobilizing fascial margins closed this primarily. Therefore, the defect was closed primarily running #1 prolene. Skin is stapled.¿ - on (B)(6) 2014: pathology report: ¿specimen: hernia sac, ventral incisional.¿ - gross description: ¿the specimen is labeled incisional hernia sac. Submitted in formalin and consists of two fragments of reddish tan membranous tissue with some underlying yellow soft tissue measuring 3.5 x 1 x 1.0 cm and 4 x 2 x 1.5 cm. The larger fragment is attached with surgical sutures and some yellow light foreign material.¿ - diagnosis: ¿incisional hernia sac: benign membranous fibrovascular tissue with patchy chronic inflammation, congestion and hemorrhage.¿ partial explant preoperative complaints: ¿ on (B)(6) 2016: CT abdomen/pelvis [a/p]: ¿history: abdominal pain right upper quadrant , hernia. Impression: anterior abdominal wall hernia with prior repair. Partial herniation of small bowel loop resulting in focal distention of loops leading to the hernia and mild adjacent inflammation. Findings compatible with obstruction. Diverticulosis.¿ ¿ on (B)(6) 2016: ¿severe abdominal pain. Cat scan shows anterior abdominal wall hernia, prior ulcer repair, possibility of bowel obstruction. Abdomen: bowel sounds positive, mild tenderness lower abdominal area. Impression/plan: admitted, general surgery consulted.¿ ¿ on (B)(6) 2016: abdomen x-ray: ¿history: nausea, vomiting. Impression: nonspecific bowel gas pattern.¿ ¿ on (B)(6) 2016: consultation: ¿severe pain for several days, got significantly worse, came to emergency room. Initially had some bouts of emesis, bowel movement yesterday. Abdomen: soft, tenderness right lower quadrant where she has hernia bulge. Multiple scars, both midline and transverse. Somewhat obese abdomen, no peritonitis. CT reviewed; anterior abdominal wall hernia, partial herniation of small bowel with obstruction and mild inflammation, also diverticulosis. Kub [kidneys ureters bladder] today shows nonspecific bowel gas pattern. Impression/plan: recurrent abdominal incisional hernia. Appears bowel obstruction resolving, start clear liquid diet. Continues to have significant right lower quadrant pain . Recommend hernia repair laparoscopically. Will be scheduled for laparoscopic ventral repair with mesh, possible open, lysis of adhesions.¿ ¿ on (B)(6) 2016: clinical history: ¿patient is a 61-year-old female who presents with a small bowel obstruction due to a recurrent ventral hernia. The patient has actually had the hernia repaired 3 times in the past at outside facilities. The patient now comes in with a bowel obstruction related to this hernia.¿ partial explant procedure: exploratory laparoscopy, laparoscopic lysis of adhesion, open lysis of adhesions with removal of old mesh, recurrent hernia repair with new mesh. [Implant: bard. Ventrio st hernia patch.] Partial explant date: (B)(6) 2016 [hospitalization dates (B)(6) 2016]. ¿ wound classification: ¿1 - clean.¿ ¿ procedure: ¿an incision was made using a visiport, her abdomen was carefully entered. Under direct laparoscopic visualization, a 5¿mm port was placed in the right upper quadrant as well as the left lateral aspect of the abdomen. The lower abdomen was then inspected, and the patient had extensive adhesions. I then proceeded to start with a laparoscopic lysis of adhesions. However, once I got to the area near the hernia defect, there was chronically incarcerated small bowel in the hernia defect. I found that because the patient had previous mesh, I was unable to reduce this easily, without concern of inuring the bowel. Therefore, I then elected to make an incision over the hernia in the right lower quadrant. The laparoscope was removed. An incision was made. Her abdomen was carefully entered. I then proceeded with an open lysis of adhesions, and the patient¿s small bowel was extremely adherent to the surrounding tissue and to the mesh. A slow careful adhesiolysis was performed. Some of the old mesh was removed as needed. Great care was taken to avoid any injury to the bowel itself. The bowel was milked both proximally and distally. There was no evidence of injury. Of note, the lysis of adhesions took over an hour to perform, but again, the bowel was very adherent to the old mesh. Once the adhesiolysis was complete, I was able to place my hand under the anterior fascia wall and it was pretty much cleared off any adhesions. A gelport port was then placed into the defect, and the laparoscope was reinserted into the abdomen and I was easily able to see that all of the adhesions were taken down. Pictures of all of this were taken throughout the case. The fascial defect was approximately 13 x 10 cm. A 15 x 25 cm ventrio mesh was then placed into the abdomen. This provided the patient with excellent coverage of the hernia and surrounding area. The ventrio mesh was then secured with interrupted figure-of-eight 0 prolene sutures. Great care was taken to ensure that there was no injury to the intraabdominal tissue. Once the mesh was completely secured in place circumferentially, I was then able to close off the wound with towel clips and reinsufflate the abdomen on low flow, the mesh was visualized in the abdomen and there was excellent coverage of the hernia defect circumferentially. There was no entrapment of bowel, no evidence of bleeding, no evidence of bowel injury. The laparoscopic ports were then removed. The wounds were irrigated. Hemostasis was obtained. The fascia from the visiport was closed with a 0 vicryl. I then proceeded to turn my attention back to the right lower quadrant. The deep tissue was closed with a 0 vicryl, the next layer with 2-0 vicryl and the skin was staple closed. The small laparoscopic port sites were closed with running 4-0 vicryl. Dermabond was applied.¿ ¿ on (B)(6) 2016: pathology report: ¿diagnosis: mesh, removal.¿ - gross examination: ¿the specimen is received in formalin labeled mesh consisting of multiple fragments of tissue encased with hernia repair mesh aggregating to 5.0 x 2.5 x 0.4 cm . The specimen is submitted for gross identification only.¿ ¿ on (B)(6) 2016: discharge date: ¿repair with mesh, did very well, tolerating diet. Two days later, discharged home. Abdomen: soft, nontender with wound, but stable.¿ conclusion: it should be noted that the gore® dualmesh® biomaterial instructions for use include warnings and addresses the following adverse reactions among others: ¿possible adverse reactions with the use of any tissue deficiency prosthesis may include, but are not limited to, contamination, infection, inflammation, adhesion, fistula formation, seroma formation, hematoma, and recurrence.¿ as with any surgical procedure, there are always risks of complications for surgical repair of hernias and soft tissue deficiencies, with or without mesh. These may include but are not limited to, adhesions and related harms, bleeding, bowel obstruction, compromised device biocompatibility, contamination which may lead to patient harms, device damage, dysphagia, erosion or extrusion and related harms, exposure or protrusion and related harms, fever, fistula, gerd recurrence, defect recurrence and related harms, ileus, increased procedure time and related harms, irritation or inflammation, infection, mesh migration, mesh shrinkage, pain, paresthesia, perforation, revision / re-intervention, seroma or hematoma and related harms, tissue ischemia, wound complications and wound dehiscence and additional intervention including surgery. Many of the potential complications are associated with the patient¿s underlying disease progression, co-morbidities, additional medical history and/or other surgical procedures. The above inherent risks are typically detailed in standard informed consent documents. The partial device was not able to be returned to gore for evaluation; therefore, a direct product analysis could not be conducted. Based upon the information received, a portion of the device remains in the patient and was not available for evaluation. Review of the manufacturing records verified that the lot met all pre-release specifications. W.l. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
(B)(6). Product identification records for the alleged gore device were provided; however, the lot # was not valid, therefore, a review of the manufacturing records could not be performed. It should be noted that the gore® dualmesh® biomaterial instructions for use addresses the following adverse reactions among others: ¿possible adverse reactions with the use of any tissue deficiency prosthesis may include, but are not limited to, contamination, infection, inflammation, adhesion, fistula formation, seroma formation, hematoma, and recurrence.¿

Event description:
It was reported to gore that the patient underwent open ventral hernia repair on (B)(6) 2012 whereby a gore® dualmesh® biomaterial was implanted. The complaint alleges that on (B)(6) 2016, an additional procedure occurred whereby the gore device was explanted. It was reported the patient alleges the following injuries: adherence to small bowel, mesh removal, additional surgery. Additional event specific information was not provided.